Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure the inserter for tfn got stuck and it was not possible to tighten or unlock the inserter.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation of the complained inserter shows that the instrument jammed. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. The device shows hammer marks of the handle. This can be the reason, what may have led the device to jam up. The device history records do not show any divergences to our manufacturing standard. No product fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.